Event description:
On (B)(6) 2014 syneron qa was notified by (B)(6) clinic of a pt injury with elight system (B)(4) and refirme st applicator (B)(4). Syneron qa contacted (B)(6) clinic regarding treatment settings and pt info to which customer responded as follows: pt was treated on the right cheek bone area with setting on 80 and approximately 200 pulses for zones treated. Pt was previously treated 4 times over the course of 1 year. During the treatment, pt jumped during a passage but consented to continuation of the treatment. Several weeks post treatment, pt stated that she has a small indentation in treatment area and consulted doctor who gave her retinol cream which created redness. Judging from injury photos, pt injury severity is low. Syneron clinical recommended that the injury area should be kept moist and should be treated after a month of healing. Clinical also stated that the injury occurred due to the setting being too high of bony treatment area.

Manufacturer narrative:
Upon reviewing all available data and info, the most probable root cause is user error. Setting used during treatment might have been too high for bony area on the face.